Manufacturer narrative:
Device investigation narrative - one 4.5 mm pk sa healicoil anchor was returned for evaluation. Only the anchor and one leg of suture were returned, no inserter. Visual assessment of the device confirmed the reported complaint of breakage. Multiple threads have broken off of one of the rails. One thread is completely broken off and was not returned. The anchor is bent. The condition of the anchor indicates axial alignment was not maintained during insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported the device broke. A backup device was readily available. There were no delays or patient injuries reported.